Event description:
Dr was performing a laparoscopy bowel resection and the jaw forceps broke off inside the pt. The dr was able to immediately retrieve the broken piece and the procedure was completed with no adverse effect to pt; pt condition post-op was good.